Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient¿s blood glucose (bg) level was 12 mmol/l when she went to bed. Her glucose levels dropped during the night and she became hypoglycemic, but due to the signal loss she did not receive an alert. She fainted and was unresponsive. The glucose level was 4 mmol/l when the signal returned but she had already fainted and her husband called an ambulance. She stated that she recovered after being given 10 mg of glucose via intravenous (IV) therapy. At the time of report, the patient had recovered. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.